Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that both tabs had broken off the blade. Features identified as part of the investigation were measured and confirmed to conform to required specification. A documentation review confirmed that no issues were identified which may have contributed to this event. The root cause of this event is determined to be multi-factorial. Handpiece: system 6 sagittal saw part no. 6208000000i, (B)(4).

Event description:
It was reported that the blade broke at the mount during a total knee replacement procedure. It was further reported that the broken pieces were retrieved and there were no pieces left behind in the pt. No adverse consequences were reported and the procedure was successfully completed.